Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain with peripheral stimulation even when the stimulation was off and discomfort where the leads were placed. It was also reported that when the device was turned on, it produced an electrical sensation that was worse than the patient¿s baseline rectal pain. The patient underwent a revision procedure wherein two leads were removed. Device malfunction was not suspected. The patient was doing well postoperatively.